Event description:
It was reported that the screw driver broke while screwing in the screw during surgery.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
Visual inspection: the device tip broke off. The break occurred approximately at the 23mm laser mark. There were no signs of twisting of the tip, only the break. The tip was not received with the device. The probable root cause for the reported failure involving this device could be due to user excessive force. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the screw driver broke while screwing in the screw during surgery.